Event description:
A patient reportedly sustained a burn on the left elbow region following a mr shoulder exam using a shoulder coil. The site indicated that the burn was an erythema covering an area of 8 centimeters with blistering. The size of the blister was not known. The patient was in the bore for approximately 30 minutes. The patient had no implants. There was no cable or conductive material in contact with the patient during the exam. Additionally, the padding was used on the patient during the exam. However, the padding had moved during the scans, which left the patient's bare arm in contact with the bore throughout most of the scans. After the exam, the patient reported the burn and was sent to the emergency room. Site risk manager indicated that the patient recently received skin grafting as a result of the burn. The exam consisted of 8 series with the following pulse consequences and duration: series 1+2 fiesta (0:21 sec) each, s3 fse-xl (3:05), s4 fse-xl (4:14), s5 fse-xl (3:19), s6 fse-xl (3:22), s7 fse-cl (3:06), and s8 fse-xl (4:14).

Manufacturer narrative:
A local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Test results for the system showed no issues that would cause or contribute to the burn. Additionally, visual inspection of the shoulder coil used for the exam showed no evidence of modification or obvious damage. The system was determined to be functioning within specifications. According to the site risk manager, the site reported this event to the FDA on 05/01/2009. User facility report # was not provided by the site.